Manufacturer narrative:
1. DHR/bhr review (lot#4145137): 1) this batch of products were assembled at intima ii auto line 2 in (B)(6) 2024 and packaged at r240 & cfs package line in (B)(6) 2024. Work order quantity was (B)(4). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for related functional tests: penetration force test and needle removal force test. The test results show that they all meet the product specifications. 4. Complaints have arisen may be related to the product quality (including the needle tip penetration force, catheter tip penetration force, catheter drag force and needle removal force), the skin and vein conditions of the patient, and the puncture method. According to the experience of previous market visits, it is recommended that: 1) before puncture, hold the paddle hub and y-adapter, rotate the paddle hub to release the catheter tip adhesion. 2) insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter, do not withdraw the needle prematurely, and do not multiple punctures. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, the relevant tests cannot be carried out, and the usage of the sample is unknown, so the root cause of the defect cannot be determined.

Event description:
No additional information is available.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm had a needle defect separation of the cannula from the needle during needle insertion when performing intravenous infusions, resulting in patient pain and unsuccessful punctures.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.